Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had a poor image and green noise appears. The reported issue occurred during an unknown therapeutic procedure. The procedure was subsequently completed with an unspecified device with no delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. Upon further inspection, it was observed that the adhesive on the bending section cover had a chip. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the bending section could not be fixed firmly due to wear of the lock engagement lever caused by deterioration of the friction plate. It was also observed that the number of broken wires in the bending tube blade exceeded the standard value due to too much squeezing of the bending section. It was observed that the video connector had a crack caused by a handling problem. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, video connector, video connector case, video cable, light guide cover glass, light guide connector, right-left lever, angulation lever, angulation lever, switch one, lock engagement lever, right-left plate, up-down plate, universal cord, grip, and on the control unit. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the irregular color tone could not be determined however, it is presumed that stress from repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. Olympus will continue to monitor field performance for this device.